Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: the nozzle of the insufflation channel was clogged. However, the nozzle was lost in the garbage container during disassembly, making visual identification of this material impossible. The likely hypothesis was that it might have come from human body residues or from a disinfection machine. The bending angulation was out of standard values, the universal cord was wrinkled, the bending section cover glue was separated. Replacement of the bending section cover, the light guide rod lenses (x2) due to cracked lenses, the nozzle, and the adjustment of the bending angulation were required as a middle repair to return the instrument to the specification. Due to the charged coupled device sensor aging effects and the various major repairs that have been undertaken thus far, it was recommended to replace the charged coupled device. It was also recommended to replace the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had too much pressure in the yellow channel, and they could not finish the machine cycle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material exiting from the insufflation channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.